Event description:
It was reported by the customer that bd maxzero needleless connector could not disconnect from the needleless valve. The following information was provided by the initial reporter with the verbatim: customer have received report from our clinicians of an event where they could not disconnect the luer access device from the needleless access valve. Event was described as ¿after blood was obtained for labs rn attempted to remove the bd vacutainer from the bd maxzero needleless connector but was unsuccessful.¿

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd maxzero needleless connector could not disconnect from the needleless valve. The following information was provided by the initial reporter with the verbatim: customer have received report from our clinicians of an event where they could not disconnect the luer access device from the needleless access valve. Event was described as ¿after blood was obtained for labs rn attempted to remove the bd vacutainer from the bd maxzero needleless connector but was unsuccessful.¿

Manufacturer narrative:
H6: investigation summary: a complaint of a set not being able to be disconnected was received from the customer. A photo was provided for investigation. Through visual inspection, the maxzero component is seen to be attached to a syringe. A device history record review for model mz1000-07 lot number 23065045 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined.